Event description:
Report received with explanted product stating that device was removed due to patient's experiencing recurrent mrsa infections. Device is presently in analysis. No further information is available on patient or device from foreign reporter.